Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, there was moisture damage to the motor was noticed during visual inspection. The pump was unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, and occlusion test due to blank display. The prime/compromised force sensor system, excessive no delivery and displacement tests did not perform for the same reason. The pump was received with minor scratched lcd window. There were cracks in the case at the display window corners, belt clip slot and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display after giving a bolus. Blood glucose level at the time of the incident was 244 mg/dl. During troubleshooting, the customer inserted a fresh battery and was able to get the display to return but there were lines on the screen. Self test was performed and passed but customer wanted the device replaced. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.